Event description:
In 2004- left shoulder arthroscopic anterior capsular plication, acromioplasty and pain pump placement in left shoulder glenohumeral space. Approx four months later, right shoulder capsular plication and arthroscopic acromioplasty w/ on-q pain buster pain pump placed in the glenohumeral space. In early 2008- trying to get insurance approval for left total shoulder replacement. In 2004- left- breg pain pump placed. Approx four months later- rt-on-q pain buster. Dose or amount: 150ml, 270 ml. Frequency: unk, 5ml/hr. Route:014, 014. Dates of use: 2004. Diagnosis or reason for use:instability, impingement left. Right glenohumeral instability.